Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence and neuroma of vaginal cuff are. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent transvaginal removal of suburethral tape on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with partial vaginectomy and removal of vaginal apex neuroma.

Manufacturer narrative:
It was reported that following insertion patient experienced urge incontinence, urinary retention, and urinary tract infection.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.